Manufacturer narrative:
Date of event: a few weeks ago. Interventional radiology and diagnostic imaging nursing supervisor.

Event description:
It was reported that the balloon was broken. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. When removing the balloon, post usage, it was observed to have broke into two pieces. There were no patient complications reported.